Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness was lost and damage on cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit, the endoscopic image cannot be displayed and due to damage on cable unit, water tightness was lost. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head suddenly went black; after that, the camera head was detected but there was no image. The issue was found during a hysteroscopy procedure. There were no reports of patient harm.